Event description:
It was reported that subsequent to the implant of a protegen sling, the patient experienced an infected sling with vaginal ulcer and possible osteitis pubis. The sling, suture material and right bone anchor were removed. The devices were not returned for evaluation.